Event description:
On (B)(6) 2008, it was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, the balloon pressure would not fill after the prolieve catheter was placed. It then gave a low water reading and water came out of the urethra. The prolieve catheter was removed and tested by turning on the pump to fill the balloon. The test revealed that the balloon had a leak. No pt complications were reported as a result of this event.

Manufacturer narrative:
The returned device was visually inspected and no apparent physical damage or imperfections were observed. During functionality testing of the prolieve catheter, a leak was found in the compression balloon. The reported complaint was confirmed. A review of the device history record revealed no anomalies. A lot history search revealed no add'l complaints against this lot. (B)(4).